Manufacturer narrative:
(B)(4). D10: m2a-magnum mod hd sz 56mm item: 157456 lot: 524380. Taperloc por fmrl 15x150 item: 103208 lot: 942320. M2a-magnum 52-60mm tpr insrt-3 item: 139266 lot: 681440. G2: foreign ¿ canada the customer indicated that the device remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient was experiencing metal-related pathologies nineteen (19) years post-implantation. No medical intervention has been reported to date. Follow-ups to gather additional information are currently in process.